Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/body fluid noted in the neck region and in the helix housing. Resistance testing and x-ray found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of poor sensing.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to helix extension and retraction issues. The ra lead was repositioned several times and the helix was unable to extend the last attempt. Also sensing issues were noted. The right atrial (ra) lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.